Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs were provided for evaluation. The photographs were visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the insert chip during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a minicap transfer set; further described as ¿the dark blue part of the transfer set started to unscrew from the light blue part of the transfer set¿. This was observed during training for peritoneal dialysis therapy when the patient was attempting to disconnect from the drain bag. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.